Event description:
During follow-up fluoroscopy past a hip pinning for an angulated right distal radius fracture, it was incidentally noted that two small metallic fragments near the entry portals in the lateral femoral cortex could be seen. It appears to be the tip of the cannulated screw. It may have broken as it was inserted into the femur. Unknown which of the 3 screws broke.